Event description:
It was reported via repair work order that the jack was drifting due to ground chain being wrapped around the pedal rod. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.